Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: the monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date & device usage monitor: (B)(6) 2015 - reuse. Electrode belt: (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial(B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced a defibrillation event. Motion artifact contributed to the false detection. It was reported that the patient was on her way to her cardiologist's office at the time of the event. The patient was reported to be deaf and was unable to press the response buttons in time. It was reported that the patient fell due to the treatment and injured her left leg. Further details about the leg injury are unknown. The patient did not seek medical attention following the event. The patient continued use of the lifevest.